Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer states she was using the heating pad for her sciatica condition and received a burn on her knee.